Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 485 mg/dl. Customer was surprised and stated that she felt fine. Customer's current blood glucose was 277 mg/dl. Customer treated with a bolus from the pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer believes that the set and reservoirs are fine. Customer corrected the time and date. Customer stated that her health care professional changed her bolus wizard settings recently. Customer has received low reservoir alarms and was advised to do a complete set change.